Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient experienced two kinked cannula events on (B)(6) 2026, the infusion set has been in used for less than 24 hours, which led to prolonged lack of insulin delivery, resulting in high blood glucose, high ketones, and diabetic ketoacidosis (3.8). The patient was hospitalized on (B)(6) 2026 and treated with intravenous (IV) fluids. No further information available.